Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a prostyle device after an endovascular treatment (evt) interventional procedure using a small-bore sheath (</=8f). Reportedly, there was difficulty removing the device after suture deployment and the device had to be forcefully removed. No vessel or tissue damage occurred. The suture was able to be retrieved and the knot was advanced with the suture trimmer; however, bleeding occurred so manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Reportedly, force was used to remove the device. Per the instructions for use (IFU), do not advance or withdraw the perclose prostyle device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose prostyle smc device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate intervention and/or surgical removal of the device and vessel repair. Based on the information provided, a definitive cause for the reported difficult to remove and failure to achieve hemostasis could not be determined. Factors that contribute to difficult to remove vessel, include, but not limited to, device interaction with calcified patient anatomy, tissue or suture caught in foot. Factors that contribute to failure to achieve hemostasis, include, but not limited to, user technique (poor or partial tissue capture, air knot). There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: medical device problem code: 2017 - excessive force.